Event description:
It was observed that during device evaluation, the duodenovideoscope had chipped adhesive around the light guide cover lens and around the ccd (charged coupled device) cover lens, also a defective thread was found in the distal end. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the device was evaluated, and reportable malfunctions were noted where the adhesive around the light guide cover lens and around the ccd (charged coupled device) cover lens were chipped, also a defective thread was found in the distal end. The most probable cause of the discovered damage is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.